Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent implantable pulse generator (ipg) charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis due to hospital policy. Electrocautery was used. Postoperatively, the patient was doing great.